Event description:
It was reported that 29 days after implantation of a 3.00x12 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid left anterior descending (lad) artery. A pre-intervention stenosis of 70% was reported.a 3.00x12 mm taxus stent was deployed in this region. A post-intervention stenosis of 0% was reported. No info was reported concerning the calcification or tortuosity of the vessel. No info was reported concerning pt medications used before, during, or after the procedure. Pt complications were reported as none. The physician was unable to cross the lesion. Because the pt had wall developed collaterals of the lad, the physician elected to medically treat the pt. Pt status was reported as "good".